Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 162-163 mg/dl. Prior to the report with tandem technical support, the customer changed the cartridge and infusion set to address the occlusion, therefore, no troubleshooting could be performed to determine a root cause.